Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6) 2012. Three days post-procedure, the patient presented with 300cc of post-voiding residual, and peri-anal dolors (pain seemed non-neurogenic) when sitting. During a follow-up five days post-procedure, the patient presented with the same urinary retention problem and pain (gravity-type). The physician suspects that the pain and urinary retention were probably due to a hematoma and/or local inflammatory response, caused by the dissection. The suspected hematoma was not confirmed. In addition, the physician suspects that the uphold device played an undetermined role in contributing to these conditions. The patient learned to self-catheterize and was discharged. The patient, who is over 18 years of age, self-catheterized for six days. There was no other medical intervention for the patient, who is reportedly fine.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6) 2012. Three days post-procedure, the patient presented with 300 cc of post-voiding residual, and peri-anal dolors (pain seemed non-neurogenic) when sitting. During a follow-up five days post-procedure, the patient presented with the same urinary retention problem and pain (gravity-type). The physician suspects that the pain and urinary retention were probably due to a hematoma and/or local inflammatory response, caused by the dissection. The suspected hematoma was not confirmed. In addition, the physician suspects that the uphold device played an undetermined role in contributing to these conditions. The patient learned to self-catheterize and was discharged. The patient, who is over 18 years of age, self-catheterized for six days. There was no other medical intervention for the patient, who is reportedly fine.

Manufacturer narrative:
(B)(4).